Event description:
The dentist reported they have experienced multiple separations in the past 4-5 weeks. They separated a file in a pt's tooth during a dental procedure and elected to fill around the file to complete the procedure. There was no report of injury to the pt.